Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via medwatch mw5043144 that stent thrombosis occurred. (B)(6) 2015 - patient presented with st segment elevation myocardial infarction (stemi). Coronary angiography was performed and revealed 99% stenosis in the mid left anterior descending (lad) artery with timi 2 distal flow. Pre-dilation was performed using 2.5x15mm emerge balloon catheter. Then a 3.00x20mm promus premier stent was deployed with optimal results. The patient was discharged with instruction regarding importance of medications especially acetylsalicylic acid (asa) and brilinta. A few days later the patient returned to the emergency department with stemi. The patient did not get the prescription for brilinta filled right away and had only taken one dose that day, and started having chest pain. Coronary angiography was performed and revealed 100% thrombotic occlusion of the previously implanted stent in the mid lad. The patient was given asa, heparin and effient during procedure. The lesion was predilated using 2.5x15mm emerge balloon catheter and thrombectomy was performed. Dilation was performed again using 3.0x15mm emerge balloon catheter, brisk flow was obtained but persistent apical occlusion. The patient was discharged on asa, heparin and effient with instruction on importance of medication compliance.